Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were feeling stimulation go all the way down their left leg but they didn't feel anything on their right leg. Patient mentioned that sometimes when they lay down they also feel shocking sensations on their left leg. Patient also said that they have neuropathy and in their lower extremities. Agent asked patient if they have tried switching groups but patient mentioned they were advised by their doctor to connect with a manufacturer representative (rep) before doing so. Agent sent an email to the field to request to call the patient.